Manufacturer narrative:
(B)(4). The facility biomed reported that the quik-combo cable wire was broken at the end of the connector. Physio-control provided the customer technical assistance and the quik-combo therapy cable part number info for ordering a replacement. Several attempts to follow up with the customer for additional info and resolution to the reported issue have not been successful.

Event description:
During a pt use, it was reported that the device would not deliver a defibrillation shock through the quik-combo therapy cable. The user switched to paddles and provided treatment. The rptr was not aware of the pt outcome. There was no report of adverse event or further details on the event/pt provided.